Manufacturer narrative:
The reported issue was addressed with one stitch and a blood transfusion. The device was not returned for physical investigation. Conclusion: while the device was not returned for physical investigation. Bleeding from the access site is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade mvp. Per the reported event the patient had been discharged bleeding occurred and returned to the hospital approximately 12 hours post procedure and it unknown what occurred after discharge.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6fr sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. Patient was discharged. Approximately 12 hours after discharge patient was admitted through the ER with bleeding from the access site. The patient received a blood transfusion and vascular surgeon place one (1) stitch at the access site.